Event description:
Patient reported "swelling and pain" "immense stress directly caused by these implants" for left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data: d.1, d.4, d.6a, g.2, h.4, h.6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported "swelling and pain" "immense stress directly caused by these implants" for left side. Device has been explanted.